Event description:
Ni

Manufacturer narrative:
Serial number on the 3500a is incorrect. It is the model/serial of the replacement pcd. Model/serial on this report are leads involved in the event and are the correct numbers according to medtronic records.